Manufacturer narrative:
(B)(4). Follow-up report to reply additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while using the oxford im rod removal hook to remove the im rod, the hook broke off of the t-handle. Both pieces were retrieved and the surgery proceeded with no issues.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Complaint summary: it was reported that: while using the oxford im rod removal hook to remove the im rod, the hook broke off of the t-handle. Both pieces were retrieved and the surgery proceeded with no issues. Patient involvement- no impact on the patient. Patient involvement- no impact on the patient. Occurred during surgical procedure. A visual check of the returned product oxford knee ph3 I/m rod removal hook (item 32-401111, lot. Zb151004) confirms that large pin (32-401111-2) has fractured off flush with the outside diameter of the shaft (32-401111-1). The broken piece has not been returned. A dimensional inspection is not required for this event as this reported event is for a fractured pin. The oxford knee ph3 I/m rod removal hook (item 32-401111, lot. Zb151004) confirms that large pin (32-401111-2) has fractured off this could have been caused by too much force being applied or as there is evidence of wear and damage on all the surfaces, this suggests that this instrument has been used for many procedures, the definitive root cause of this event cannot be determined with the available information, however wear and tear may have been a contributing factor. Investigation is completed based on current available information. If any additional information becomes available, then the complaint will be reopened and investigated. The product left zimmer biomet control conforming. The severity of the reported event for similar complaints are in line with the risk file. The overall score is low risk. CAPA: no corrective or preventive action required at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that while using the oxford im rod removal hook to remove the im rod, the hook broke off of the t-handle. Both pieces were retrieved and the surgery proceeded with no issues.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while using the oxford im rod removal hook to remove the im rod, the hook broke off of the t-handle. Both pieces were retrieved and the surgery proceeded with no issues. Patient involvement- no impact on the patient.